Event description:
When the ed nurse was going to open a curaplex oxygen nasal cannula package, she noticed that there was hair wrapped around the tubing in the closed package. She immediately notified her manager of the issue and then her manager brought the package to materials management for investigation.